Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The crt-d remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental report is being filed to correct the b5: event description, g3: report source, g4: bsc aware date, h3: device evaluation by manufacturer and device not eval by MFR code, and h10: additional MFR narrative.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The crt-d remains implanted. Additional information indicated that the crt-d was explanted due to normal battery depletion. A new device was implanted and the leads were still in service. There were no additional adverse patient effects reported.